Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stable angina and severely calcified lad. During the index procedure, one resolute onyx and atherectomy was used to treat a lesion located in the lad. On the same day, the patient suffered an non-q-wave mi of the target vessel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.